Event description:
The paramedics were called out to assist the customer. It was indicated that the customer became incoherent and couldn't recall why they had given themselves a bolus. When the paramedics arrived, the customer was treated with glucose. Troubleshooting was done and the significant finding was a large bolus that was given prior to the event. The pump passed the troubleshooting test.